Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had high downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downside occlusion too high" was not reproduced. Evaluation could not duplicate the symptom by sending it for downstream occlusion testing as device went into system error 321 during the testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was undetermined however, the force sensor no tube and force sensor scale factor required to be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.